Event description:
It was reported that the rx mini vision stent was fragmented. Return device analysis revealed that the stent was not broken or fractured but flared. Analysis also revealed that there were clear unidentified fibers on the stent. There was no reported adverse patient effect. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned stent delivery system (sds) noted blood visible in the guide wire lumen and contrast on the shaft. This is consistent with handling and suggests the sds was at least partially advanced over a guide wire. The stent was stationary on the tightly folded balloon between the markers. There was one bent strut in the second and third rows of proximal struts and two bent struts in the first row of proximal struts. There was one flared strut in the first row of proximal struts. The stent was not fractured as reported. It is likely that the noted stent damage was what was likely to be reported as a stent fracture. Factors that can contribute to stent damage include, but are not limited to, manufacturing, removal of the protective sheath, handling of the product, or interaction of the sds with accessory devices or anatomy. Considering the extent of the damage (flared and bent), it is unlikely that this was a pre-existing condition as the protective sheath would not have fit over the stent implant. It is unknown when the stent damage occurred, but it is possible that the damage occurred during handling of the product during preparation for use. Analysis noted clear fibers wrapped around the bent proximal stent struts, which was not initially reported with the incident information and may be consistent with the sds coming on contact with a type of cleaning paper or wipe. All sds are 100% inspected for stent and balloon contamination throughout the manufacturing process, including the point where the protective sheath is placed over the crimped stent. The fibers were not reported with the case information and were not noticed until return analysis of the device at abbott vascular. Fibers on the stent suggest that the sds and stent may have been wiped down with a cloth after the procedure or wrapped in a gauze or cloth during packaging, handling and return to abbott vascular. In this case, a conclusive cause for the stent damage could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. All stent delivery systems are 100% visually inspected online for stent damage.